Manufacturer narrative:
The investigation determined the event was caused by a maintenance issue.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found an air bubble in the ion-selective electrode (ise) bath after the bath was filled with ise reagent. He then cleaned the ise bath and checked the solenoid valves. He performed an ise check with successful results. Calibrations and qc were performed with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results from one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory because of a minus result for the ion gap prompting the rerun of the patient sample. The initial sodium result from the module was 104 mmol/l. The repeat result from the other module was 139 mmol/l. The initial chloride result from the module was 130.9 mmol/l. The repeat result from the other module was 98.2 mmol/l.